Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Suggested component code: mechanical (g04) - head. Visual examination of the provided pictures identified the explanted devices but cannot be used to confirm the complaint. Devices not returned; further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 1 image is undated and 1 image is post revision, sending images to mmi would not enhance the investigation. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient initially underwent a hip arthroplasty and was implanted with a mathys rm (competitor) cup and unknown products. The patient was revised for the first time where zimmer biomet products were implanted to a tm modular 52mm and an augment due to bone loss and loosening. The patient was revised for dislocation and a tm constrained liner as implanted. The patient was revised again for dislocation one (1) year post implantation.

Manufacturer narrative:
(B)(4). D10: unknown tm liner unknown. G2: foreign: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a3, b5, d10, g3, g6, h2 d10: unknown cup unknown unknown liner unknown,

Event description:
It was reported that the patient initially went a hip arthroplasty and was implanted with a mathys rm (competitor) cup and unknown products. The patient was revised for the first time to a tm modular 52mm and an augment due to bone loss and loosening. The surgeon believes that extensive bone loss forced the tm cup into a somewhat neutral position preventing good positioning of the liner for rom. Also, the exeter stem that was initially placed was also in a neutral, approx. 20 degrees of version also contributing to the dislocation of the implant. The patient was revised for dislocation twice.